Event description:
It was reported that when the doctor opened the package, he found the lead broken.

Manufacturer narrative:
(B)(4). Final device analysis of the lead revealed the #2 and #3 conductions were broken at their respective weld sites due to overstress/damage. The #2 and #3 connector sleeves were pulled and torn off.